Event description:
In 2005, the physician implanted four (4) graftmaster devices in the proximal left anterior descending (lad) artery following a "vessel rupture by a cypher stent." The first and second devices were successfully implanted without any issues. The physician was attempting to deliver the third device proximal to the second device but the stent "got stuck on the second device's proximal edge." As the device was being withdrawn, the stent dropped off the balloon proximal to the second device. The withdrawn balloon was re-inserted into the stent and deployed. A fourth device was deployed "because there was space between the third device and second device." It was suspected that the fourth device did not attach firmly to the second and third device. Blood leakage from the perforation reportedly continued despite the implantation of the four (4) graftmaster devices. Seven days later, the pt developed fulminating liver dysfunction and three days later, the pt died of "multiple organ failure." This report represents the third device used. Although requested, no additional info was provided.